Event description:
A surgeon reports that following implantation of an intraocular lens (iol), a patient describes arcuate scatoma with yellow streaks in patient's vision. The yellow streaks disappeared after cataract removal in the fellow eye. The association between this event and the iol is not known. Additional information has been requested.